Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user avoided meal announcements due to experiencing low glucose after corrections, while review of device data suggested lows occurred following automated correction when glucose rose modestly, and the user self-treated with approximately 40 grams of carbohydrates per episode, leading to overcorrection and subsequent highs followed by device-driven lows. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting completed with no alarms reported. Investigation included review of available reports and counseling on appropriate hypoglycemia treatment and meal announcement use, with arrangement for follow-up with a clinician. Investigation of this case revealed that device corrections were functioning and that user-initiated high-carbohydrate treatments likely contributed to glucose variability and subsequent lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.